Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode, with critical therapy still available. Engineers identified that the device exhibited behavior consistent with high internal cell impedance within the battery, as well as a high current drain due to compromised capacitors. The high internal impedance placed the device at risk of transient voltage drops and system resets during periods of high-power consumption. When the battery voltage drops below a minimum threshold, a system reset occurs, and after three resets within 48 hours, the device enters safety mode to maintain back up pacing with pre-defined, non-programmable settings. The high current drain was attributed to compromised capacitors, which were affected by excess hydrogen inside the device case, resulting in premature battery depletion. This device is part of the hydrogen induced premature depletion advisory population, as referenced in a field safety notice issued by boston scientific for certain accolade pacemakers.

Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services (ts) recommended device replacement. This device was explanted and successfully replaced. No additional adverse patient effects.

Event description:
It was reported that this pacemaker reverted to safety mode. Boston scientific technical services (ts) recommended device replacement. This device was explanted and successfully replaced. No additional adverse patient effects.